Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot pe2991 provided is associated with product code ez10g, endoloop, with a manufacture date of 06/01/1998. Is pe2991 the correct lot number? If not, can you provide the correct lot number? Can you provide a product code? Is the complaint for an endoloop? The ¿lot pe2991¿ was reported directly from health authority. Meanwhile, we are not sure whether it is correct or not and need to double confirm (it seems like the health authority provide the wrong lot number). If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported from the health authority that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. It was reported that the suture broke when sewing. Changed another one to complete the surgery. No additional information could be provided.